Manufacturer narrative:
Per the clinic the device was explanted due to improper electrode placement. This report is filed november 11, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013 for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.